Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Functional testing was performed, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism, the device passed this functional testing. Continuity tests were performed, this device was found to be within specifications, no opens or shorts circuits were detected. Leak testing and flow testing could not be carried out due to the detachment of the irrigation extension tubing from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 04nov2021. It was reported that during an ablation procedure to treat ischemic ventricular tachycardia (vt), there was a "temperature error" while the maestro radiofrequency (rf) generator with the use of an intellanav mifi open-irrigated catheter. No errors were observed on the rhythmia system. Replacing the catheter resolved the issue and the procedure was completed. No patient complications were reported. However, device analysis revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint.